Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for no isig readings. Detected 1 remaining sensor passed per specification with accurate readings. Found bent cannula and unable to confirm if customer received sensor in said condition due to sensor being returned after it was used.

Event description:
Customer called to report bent cannulas on the sensor. Blood glucose reading was 291 mg/dl. The customer stated that the insulin pump alarmed for cal error and change sensor. Customer also mentioned a large discrepancy between the sensor glucose reading and the blood glucose reading. Sensor glucose reading was 52 mg/dl while the blood glucose reading was above 300 mg/dl. The customer was unable to upload to carelink. Advised that the serter and sensors will be replaced. Nothing further reported.